Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported the system failed the self test during boot. The fse noted the system had an issue with calibration. A calibration issue can cause a total loss of navigation functionality. There is no report of injury or death associated with this event.